Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-53 implantable pacing lead (B)(6) 1993. (B)(4).

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead had low impedance. The rv lead had a lead warning for the low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.